Event description:
A 1000 cc bag of dextrose 5 and 1/2 normal saline with 20 meq. Kci started at 100 cc/hr, at 03:30 on 4/23/99 at 05:50 on 4/23/99, entire 1000 cc bag had infused (bag empty). Pump had a little click sound. No adverse effect to pt.